Event description:
During a pci procedure, the balloon ruptured at 7 atms on the initial inflation. The lesion being treated was calcified and 99% stenotic lesion in the mid lad. Prior to using the ace balloon catheter, two other 1.5 balloon catheters failed to cross the lesion. The ace balloon catheter was inflated for 15 seconds, and ruptured at 7 atms. No patient injuries or complications were reported.